Event description:
It was reported that the patient had multiple low voltage alarms. A review of the log files revealed several odd low power alarms while the patient was connected to batteries. The customer tried cleaning batteries and clips and had sent the patient new clips; the patient continued to get alarms. The alarms resolved after a controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of low voltage alarms were confirmed via log file analysis. A review of the log file contained data spanning approximately 12 days ((B)(6) 2023 per timestamp). Throughout the entire log file, while connected to batteries, intermittent strings of low battery advisory alarms activated due to rsoc voltage fluctuations on the black power cable. The alarms did not resolve in the log file; however, the alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate ii system controller (s/n: (B)(4)) was not returned for analysis. Per the provided information, the batteries and battery clips were cleaned, and new battery clips were provided, but the alarms reoccurred. The controller was exchanged, and alarms resolved. Multiple attempts were made to obtain additional information from the customer regarding if any product will be returned; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 - ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.